Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.a partial lead with the connector pin measuring 11.8cm was returned for analysis. External insulation abrasion was noted at 6.7-6.9cm from the connector pin, consistent with lead friction to the device can. The re coil was exposed at this location. External insulation abrasion was noted at 11.5-11.8cm from the connector pin, consistent with lead friction to the device can. The etfe coating was abraded at this location. These abrasions are consistent with the field observation of a sensing anomaly.

Event description:
It was reported that the patient received an alert for inappropriate sensing. The lead was explanted and replaced. There were no complications.